Manufacturer narrative:
Product event summary: the full delivery system was returned with the device intact in the device cup. Fluid pathway leak was observed on the delivery system. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the delivery system. The analyst noted the system was able to be flushed, however leaking in the handle occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.